Manufacturer narrative:
Corrected results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of a penetrating aortic ulcer (pau) in the descending thoracic aorta (dta). It was reported an attempt was made to advance a 22 fr gore&#59396;ryseal sheath for access for a conformable gore tag thoracic endoprosthesis. However, the sheath reportedly would not advance past the iliac bifurcation due to posterior calcification in that area. The iliac diameters were also reportedly ~ 0.7 mm smaller than the required outer diameter. The sheath was removed, and a non-gore balloon was reportedly used to dilate the vessels. It was reported the sheath was then readvanced, but still was not able to move past the iliac bifurcation. The gore sheath was removed and exchanged with an 18 fr non-gore sheath. The 18 fr sheath was reportedly advanced slightly farther than the gore sheath, but the sheath again could not advance further. An attempt was reportedly made to advance the tgu343415 outside of the sheath, but the device also would not advance past the iliac bifurcation. It was reported the physician then attempted to advance a gore&#59397;excluder&#59393;aaa endoprosthesis aortic extender component, and the device was able to be advanced. The physician reportedly elected to implant three aortic extender components in the dta for successful treatment of the pau. It was reported that after removal of the delivery catheters and 18 fr sheath, the physician was attempting to close the access site with a perclose device. Pressure was reportedly being placed on the access site when the patient lost blood pressure and coded, and it was reportedly determined the left distal external iliac artery had avulsed. It was reported the avulsion occurred either during advancement or withdrawal of one of the sheaths or during pre-dilation ballooning with the non-gore balloon. A blood transfusion was administered, and an occlusion balloon was advanced. A cut down was then reportedly performed and a surgical graft was implanted to repair the avulsion. It was reported that during attempts to recover the patient from the left iliac avulsion, the 18 fr non-gore sheath was advanced up the right side, causing another iliac avulsion on the right side. The right iliac was also repaired using a surgical graft. No further adverse events were reported, and the patient tolerated the procedure.